Event description:
Customer reported having to change out the sensor every three days instead of every six days. He stated that he sometimes cannot hear the alarms and that he sometimes cannot read the screen of the insulin pump. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.